Manufacturer narrative:
It has now been reported that the magnet was successfully re-positioned back into place under a general anaesthetic on (B)(6) 2019. This report is submitted on may 7, 2020.

Event description:
It has now been reported that the magnet was successfully re-positioned back into place under a general anaesthetic on (B)(6) 2019.

Manufacturer narrative:
This report is submitted on december 4, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength not known). The patient's head was wrapped as recommended by cochlear. Surgery to replace the magnet is yet to be performed.